Event description:
Information received by medtronic indicated that the back of the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S.w version 4.11d. Retainer ring = black. Customer returned pump for an alleged cosmetic damage located at the back of the pump found on (B)(6) 2021. Insulin pump received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thus. Insulin pump was cut open to perform visual inspection and found a corroded motor home switch. No corrosion or moisture damage on the electronic assembly, force sensor and vibrator assembly noted. Pump error 38 alarm was recorded and found in the formatted history file from (B)(6) 2021 08:08:27.000 to (B)(6) 2021 09:57:21.000. No pump error 37, 39, 41, 42, 43, 79, 80, 82 and 130 alarm on the formatted history file noted. A test motor was used and continued testing. The pump passed the rewind test. In conclusion, the pump had a constant pump error 38 alarm due to a corroded motor home switch.m test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the back of the pump. Pump error 38 alarm confirmed. Pump error 38 alarm due to a corroded motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.